Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was being hospitalized for nonrelated device issue. Upon interrogation, a software reset had occurred due to a parity error. The device was reprogrammed. The patient will continue to be monitored.